Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding instability and decreased range of motion involving a triathlon insert component was reported. The event was confirmed. Method & results: -device evaluation and results: a photograph of the explanted device was provided but nothing remarkable was noted aside from explantation damage. Device evaluation was not possible as the device was not returned for evaluation. -medical records received and evaluation: not performed as insufficient medical records were provided for review. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: a root cause could not be determined based on the limited information provided. Further information such as x-rays, operative reports and clinical history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a left knee due to pain, instability and decreased range of motion.

Event description:
It was reported that patient was revised on a left knee due to pain, instability and decreased range of motion.